Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms, which the center attributed to the patient¿s dehydration. A direct correlation between the reported dehydration, bleeding, and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. The system controller event log file contains data from (B)(6) 2021 at 23:16:37 through (B)(6) 2021 at 07:44:33. Multiple low flow events were captured on (B)(6) 2021, between 03:14:31 and 03:41:46, resulting in 14 total low flow alarms. Calculated average flow ranged from 1.9-2.4 lpm for these events. Overall, calculated average flow ranged from 1.9-4.4 lpm. No additional atypical events were captured. The pump operated as intended at the set speed. The center reported that the patient¿s mother called the emergency line with reports of multiple low flow events. A small amount of epistaxis (nosebleed) was noted that morning on arrival to the emergency department (inr, international normalized ratio, of 3.8). That was reportedly the first alarm since the patient was implanted per the patient and family. It was later reported that the cause of the low flow alarms was dehydration. The low flow alarms resolved with ivf (intravenous fluids) and diuretic adjustment. Oral intake was encouraged, and the pump speed was reportedly decreased. The patient was discharged. The patient remains ongoing on hm3 lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hm3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the hm3 lvas. The IFU provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. The IFU provides an explanation of all pump parameters, including pump flow. The IFU states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications the heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of the hm3 lvas. Section 6 provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. Section 1 of this IFU provides an explanation of all pump parameters, including pump flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced multiple low flow events. An echocardiogram (echo) was performed. A small amount of epistaxis was observed upon admission to the hospital. The patient had an international normalized ratio (inr) level of 3.8. Low flow alarms were noted. The cause of the low flow alarms was dehydration. The low flow alarms were resolved with intravenous fluid and diuresis. The patient was discharged from the hospital. Treatment included encouraged oral intake and lvad speed increase. There were no other unusual events seen within the log files. The mcs equipment is operating as expected.